Event description:
Pt reported that he experienced hyperglycemia over the summer, and he believes the insulin delivery of the infusion device is inaccurate. The display of the infusion device also "went black" approx month ago. Pt reported, the infusion device was still delivering insulin, and the concern was resolved when he changed the battery. The infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.